Manufacturer narrative:
Sections with additional information as of 11-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-040: user's test strip had poor fill.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer reported further details regarding the (B)(6) 2021 ER visit that had been reported during the initial call. Customer stated that the ER doctor had increased her dosage of glimepiride (amount not specified) and recommended she test her blood glucose more often, at least three times a day. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she was at work and would call back when available. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had been prescribed a different brand meter and was not longer using true metrix. Customer requested a call back the following day. Note 4: manufacturer attempted to contacted customer in a follow-up call on (B)(6) -2021 per customer's request - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer was concerned with low am non-fasting results obtained. Customer was unable to provide the meter serial number; customer stated she had discarded the true metrix meter. Customer stated that on (B)(6) 2021 she had obtained a result of 100 mg/dl non-fasting using the true metrix meter. Customer stated she had been feeling fatigued at the time and that her heart had been racing. Customer had gone to the ER; customer's blood glucose test result when at the ER had been 195 mg/dl non-fasting. Customer did not disclose the timeframe between the result of 100 mg/dl using the true metrix meter and the result of 195 mg/dl when at the ER. Customer was diagnosed with hyperglycemia and treated with glimepiride and fluids until her condition stabilized. Customer was discharged (date of discharge not provided) and was advised to obtain a new meter and monitor her blood glucose. At the time of the call the customer reported she was not feeling well and stated she was feeling fatigued. Customer declined to go the ER and was going to contact her doctor.